Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of low blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer stated that the paramedics were called due to double dousing her insulin because she forgot she had already bloused. The customer declined to speak with 24 hour helpline.